Event description:
A malfunction on the customer's pump was reported, with no notable events occurring prior to the issue. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.